Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6006803 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. 1 used set was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 2, the returned sample test passed functional test: underwater flow, according to wi version 1, the returned sample, does not test passed, one set was found with pcc connector needle clogged (by insulin) on the reference samples a visual test according to wi version 2, was performed and 10/10 samples passed the test. On the functional test: air flow, according to wi version 1 was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the 6006803 was manufactured according to the wi version 70 manufactured in the multivac 12, on 24/abr/2024, with a total of (B)(4) units. Glue-tubing lot: the 4d03083 was manufactured according to the wi version 70 manufactured in the machine pegado mp04 and mp08, on 21/abr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 05-mar- 2025, against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6006803 and one other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: on the investigation on returned sample, one set was found with pcc connector needle clogged (by insulin), harm is reported, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction code, this issue is not related of the process, this occurred during use, no further actions are required. Therefore, this issue will be monitored through the pms product trends and malfunction according to the on market quality review (omqr) procedure.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on 31-aug-2024. Patient reported that the occlusion was in the tubing. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.